Event description:
Patient was revised for pain and high metal count.

Manufacturer narrative:
Depuy still considers this investigation closed at this time. (B)(4).

Event description:
Update 1/6/16- pfs and medical records received. Pfs and MDR were reviewed for MDR reportability. Medical records reported patient with complaint of pinching and knocking in hip, hip locking up, metallosis, impingement of posterior neck and mid-posterior acetabulum, greater trochanterica bursa stained, chronic inflammation and neck defects that did not seem to be structural at 1-1.5mm deep. There is no new additional information that would affect the existing investigation. The complaint was updated on: jan 27, 2016.

Event description:
Update rec'd 10/23/2014- pfs and medical records received. This complaint is for the left hip. After review of the medical records for MDR reportability, the revision operative note indicated metallosis and impingement between the neck and acetabulum. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient was revised for pain and high metal count. Doi (B)(6) 2010 dor (B)(6) 2014 (unk hip). The devices associated with this report were not returned. A complaint database search found additional complaints against the 3077798 and 2999114 lot code. Per wi-3430, revision c, a review of the device history records is no longer required for these products. A complaint database search finds no other reported incidents against the remaining product and lot combination. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.